Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was detached in the lap joint section. Furthermore, visual inspection also revealed that the telescope was kinked. Regarding the encountered kink in the telescope, this is often caused by the action of external forces over the material, such bending forces could be encountered during the procedure at several stages, during handling or manipulation of the device by the user and mainly during telescoping action. A kink in the telescope can occur when advancing the transducer to the most distal section with the telescope function. This action causes a compressive force in the male telescope tubing that if not parallel to the friction from inserting the male into the female section, could bend the telescope and collapse the tubing, causing a kink. Regarding the imaging window detachment found, this kind of failure is very noticeable and the fact that customer did not report it, means that it is probable that this detachment occurred after procedure during handling back to complaint investigation site. All compiled information on this investigation determines that the most probable cause is: no problem detected.

Event description:
Reportable based on device analysis completed on 08feb2024. It was reported that an imaging issue occurred. The target lesion was located in a 50% stenosed, moderately tortuous and severely calcified left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter could not show the image. The connection between the motor drive unit and the catheter was rechecked and everything was affixed properly. The catheter was tested again however there was a black screen. The procedure was completed by using another of the same device. There were no patient complications reported. However, returned device analysis revealed that the imaging window was detached in the lap joint section.